Manufacturer narrative:
H6: investigation summary: bd received 110 samples for investigation (10 initially, and 100 samples on (B)(6) 2021.) An investigation was performed to evaluate the reported defect of erroneous results. Initial clinical testing : the customer samples were evaluated, and no issues related to erroneous results was observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot (customer) samples. Replicates of both complaint and control samples tested were acceptable in terms of both precision and accuracy. Laboratory visual evaluations of customer samples indicated that the edta tubes performed as expected. Additional clinical testing performed: an additional study was conducted with the customer return samples and retention samples. No issues related to erroneous results was observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot (multiples of both customer and retain) samples. Replicates of both complaint and control samples tested were acceptable in terms of both precision and accuracy. Laboratory visual evaluations of customer samples indicated that the edta tubes performed as expected. Complaint history review: a complaint history was performed, and as of 24aug2021, this complaint is the 1st and only complaint received on this lot number for this defect or any other defect. Titration testing: customer returned samples and retention samples of the incident lot from bd inventory were visually inspected for the presence of edta additive, all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. Device history record review(DHR): based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Conclusion: this complaint is unable to be confirmed for erroneous results based on the testing performed. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The results of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes device experienced erroneous results.this event occurred four times. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing erroneous results. 27-april-2021: spoke to customer, - customer confirmed that there were 4 occurrences of erroneous results. No specific dates of event at this time. They do have details of results as well as unused samples available to be sent in. Tests run: patient 1: cbc, esr, crp. Patient 1: hgb: 5.9, hct: 18.3 rerun on another lot # tube: hgb: 10.0, hct: 29.2. Patient #1 was sent to the emergency room and redrawn (results above) and the patient incurred an emergency room fee.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ k2 edta (k2e) 7.2mg blood collection tubes, device experienced erroneous results. This event occurred four times. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing erroneous results. On (B)(6) 2021: spoke to customer, customer confirmed that there were 4 occurrences of erroneous results. No specific dates of event at this time. They do have details of results as well as unused samples available to be sent in. Tests run: patient 1: cbc, esr, crp. Patient 1: hgb: 5.9, hct: 18.3. Rerun on another lot # tube: hgb: 10.0, hct: 29.2. Patient #1 was sent to the emergency room and redrawn (results above) and the patient incurred an emergency room fee.